Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported via phone call that the customer's insulin pump had a keypad anomaly; the buttons were unresponsive. The patient's blood glucose at the time of incident is unknown. No products were shipped or returned as no pumps were available due to state restrictions to their medical device budget. The customer was advised that the information of this event will be forwarded to management for further review.